Event description:
A customer reported experiencing cartridge alarm 20, which had occurred previously. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer initially resolved the issue by loading a new cartridge, but the alarm recurred despite attempts to resume insulin therapy. Technical support assisted in troubleshooting and decided to replace the pump due to persistent issues. The customer continued to use the pump for insulin therapy.